Event description:
Philips received a complaint on the v60 ventilator indicating that the battery would not charge. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they were completing preventative maintenance (pm) on the device and found that the battery was discharged. The customer stated that the battery is connected but may have not been charged recently. The battery voltage in the pneumatics screen showed 9.22 volts. The rse advised the customer that if the battery is not charged once a year, it may be too far discharged at 9.22 volts. The rse advised the customer to leave the battery charging for an extended period to see if charging would occur. If charging does not charge enough to pass the battery test, then the rse advised that the battery would need to be replaced. In a good faith effort (gfe) response from the customer, it was confirmed that the issue was resolved by leaving the battery to charge for an extended period. The battery was able to fully charge. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.